Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap and reservoir locked properly into the reservoir compartment during testing. After multiple new batteries and battery caps the unit remained on blank display. Pump received with blank display. Unable to download history files and traces due to blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unit was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly. Per visual inspection, blank display was due to crack across battery components on pcba1. Blank display isolated to pcba 1. In addition, unit was received with component cracked,broken, broken belt clip rails, scratched case, cracked keypad overlay at select button, stained keypad overlay, and keypad overlay texture damage. In summary, unit was received with a blank display due to crack across battery component on the pcba2. Unable to download history files and traces due to blank display. Customers allegations for cosmetic damages was confirmed when broken belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer crack on the bottom of the pump. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1711k was requested and customer has returned the device for analysis.